Manufacturer narrative:
No device was returned for evaluation. The introducer sheath was removed. No patient complications have been reported as a result of this event. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. The instructions for use (IFU) adelante safesheath ii, informs the user: sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during the implant procedure, the introducer sheath was hard to tear with hand. Force was used to try to tear, however it would not tear. The physician used a scissor to cut the introducer sheath to avoid risk to slash lead insulator. The sheath was successfully cut. No patient complications have been reported as a result of this event. No procedure delay reported, and no intervention reported. Facility refused to return device. Patient is a 45-year-old, female. The procedure was a dual chamber pacemaker implantation. The procedure has been completed without any complications. No other devices were put in this sheath.